Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The root cause of the delivery issue was determined to be patient condition as the patient had difficult vasculature anatomy and resistance at innominate artery preventing successful delivery of impella.

Event description:
The user facility reported an impella 5.5 in a 42-year-old male. Initial 5.5 pump attempted unsuccessfully for escalation due to patient anatomy.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.